Manufacturer narrative:
(B)(4). Corrected data: device available for evaluation? Yes. Date device returned to manufacturer: 04/8/2019. Device evaluated by manufacturer? No. Reason for non-evaluation? Device evaluation anticipated, but not yet begun. Method codes: testing of actual/suspected device; type of investigation not yet determined; analysis of production records. Result codes: results pending completion of evaluation. Conclusion codes: conclusion not yet available-evaluation in progress.

Manufacturer narrative:
(B)(4). Batch #r94y3c. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the white tissue pad had fallen off. The fallen piece was retrieved by forceps and was disposed of. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.